Manufacturer narrative:
The device was checked by a field service engineer on site. It could be verified that the device did not start up anymore. The root cause could be attributed to the power supply that was over 15 years in use. If an internal supply voltage is missing from the power supply, the function of the babylog 8000 is no longer available. As long as the error exists the device opens the expiratory valve and the emergency breathing valve to relieve the pressure in the breathing circuit. This allows spontaneous breathing of the patient. Reboots are possible. In this case not successful due to the present power supply failure. The device alarms audibly. In addition, it was reported that the device had alarmed two error codes and "missing oxygen supply pressure". These alarm messages may be attributed to the power supply failure and indicate that the internal device monitoring had detected deviations with regards to the inspiratory pressure, the flow measurement and the oxygen supply pressure. This is the first event related to the same root cause reported to dräger. Therefore the number of cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there were error codes 804 and 806. "No oxygen supply pressure" was alarmed. After that, the device shut down and tried to reboot but shut down soon. Doctor bagged the patient. No patient consequences reported.